Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the drill bit is broken as complaint, the broken tip was not returned for investigation therefore it cannot confirm if it was worn out as reported. The drill bit met all in process and product release criteria. This is a rather delicate instrument which needs special attention during use. Based on these results it cannot be conclude that the cause of failure is not due to any manufacturing non-conformances. The exceeding applied mechanical force led to the breakage of the tip. No product fault could be determined. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit was broken during the surgery. The drill bit was worn out and finally broken because of an interference with a screw. This report is 1 of 1 for complaint (B)(4).